Event description:
Patient reported "pain", "nipple sensitivity", "looks smaller" and "rupture". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-14544. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.